Event description:
The hcp reports via operative notes provided with device return that the pt presented with signs of infection after a fall that occurred in september 2006. Reported symptoms included a markedly inflamed, fluid-filled pocket surrounding the pulse generator that was tender and warm. Pt sustained an abrasion over the right-sided pulse generator from the reported fall, which had become infected at the time of follow-up. Intra-operative cultures were obtained from the device pocket. Methicillin-sensitive staph aureus and oxacillin sensitive staph aureus grew from the wound infection. The pt's white count was elevated. Blood cultures were drawn and gram stains were obtained. Findings from blood culture analysis revealed no growth at the time of the report. It was not reported whether the pt has meningitis and no intra-operative pt complications were reported. Treatments instituted for the infection included IV antibiotics: vancomycin, cefepime and amoxicillin were administered and the pt was subsequently discharged with IV oxacillin. The current status of the pt was not reported to the manufacturer at the time of device return. The pulse generator and extension were explanted in 2006 and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.